Event description:
A cartridge alarm labeled as alarm 30 was reported during the pump's load process, and it did not adversely impact the customer's blood glucose level. The customer had experienced cartridge alarms with consecutive cartridges, prompting technical support to confirm the issue and decide to replace the pump. Although the current software was not up to date, the customer was informed that the replacement pump would include updated software and received instructions on putting the pump into storage mode before returning it. The pump was still under warranty, and the customer opted for multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address and advised the customer on the steps needed upon receiving the replacement pump, which was sent without a signature requirement for delivery.